Event description:
It was reported to tyco healthcare/(B) (4) on may 27, 2008 that a customer had a problem with a magellan safety needle. Customer reports that a phlebotomist was stuck with the needle protruded through the end of the safety device. States that she had just completed blood draw and had activated the safety device.

Manufacturer narrative:
(B) (4). An investigation is under way. Upon completion, the results will be forwarded.